Manufacturer narrative:
Please note update to the UDI# in section d4. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event and the related number is 9616099-2021-05068.

Manufacturer narrative:
The completed engineering report will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event and the related report numbers are 9616099-2021-05068 and 9616099-2021-05069.

Manufacturer narrative:
As reported, when introducing the wire into two 4f 110cm pigtail tempo catheters with 5sh, some material fell apart from the catheter. The exact event date is not known, but it was approximately half a year ago, after july. There was no reported patient injury. The catheters were stored in the air-conditioned cath lab. They were not exposed to temperatures above 54 degrees celsius (130 degrees fahrenheit). They were not exposed to any organic solvents. A cordis emerald j curved wire was used in the case. There was no excessive force used in inserting the wire. A selinger diagnostic procedure was being performed. The procedure was successfully completed with other catheters. Patient information was requested but was not available. Two non-sterile cath tempo 4f pig 110cm 5sh and an unknown guidewire were returned for analysis and are evaluated under 0170227-1 and 00170227-2. During visual analysis, one kink was observed on the body/shaft of the unit approximately 0.2 cm from the strain relief. No anomalies were observed on the unknown guidewire received. Inner diameter (ID) and outer diameter (od) measurements were found within specification. A flush test was successfully performed. No material was observed coming out of the unit and resistance was not experienced while flushing the catheter. An unknown guidewire and a lab sample .038¿ emerald guidewire were successfully inserted/withdrawn into the unit via hub and via tip. No material was observed coming out of the device and no resistance was experienced while advancing/withdrawing both guidewires. A product history record (phr) review of lot 1803627 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event reported by the customer as ¿coating - separated¿ was not confirmed for either device since they did not present with any damages or anomalies. The exact cause of the reported events could not be conclusively determined during this analysis since the device did not present any obvious indication of manufacturing defect or anomaly. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. Based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. This is one of two devices associated with the reported event and the related report numbers are 9616099-2021-05068 and 9616099-2021-05069.

Event description:
When introducing the wire into two 4f 110cm pigtail tempo catheters with 5sh, some material falls apart from the catheter. Unfortunately the exact event date is not known. But it was already roundabout half a year ago, after july. There was no reported patient injury. The catheters were stored in the air-conditioned cath lab. They were not exposed to temperatures above 54 degrees celsius (130 degrees fahrenheit). They were not exposed to any organic solvents. A cordis emerald j curved wire was used in the case. There was no excessive force used in inserting the wire. A selinger diagnostic procedure was being performed. There procedure was successfully completed with other catheters. Patient information was requested but was not available. The devices will be returned for analysis.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event and the related number is 9616099-2021-05068.